Manufacturer narrative:
Additional information (04/21/2016): all repeat testing was performed on the original instrument.

Event description:
A new sample obtained from the patient was tested on the same instrument, resulting positive for bhcg. A serum sample tube from the patient's initial draw was then tested twice on the same instrument, also resulting positive.

Manufacturer narrative:
The initial MDR 1226181-2016-00239 was filed on april 18, 2016. Supplemental MDR 1226181-2016-00239_s1 was filed on april 22, 2016. Additional information (04/07/2016): a siemens customer service engineer (cse) was re-dispatched to the customer site. The cse replaced a faulty uninterruptible power supply. The cause of the discordant, false negative bhgc result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse performed preventive maintenance, replaced a filter, bypassed the uninterruptible power supply as it was out range, and auto-aligned the cuvette loader. The cse ran checks, which passed. The cse then lubricated reagent probes 1 and 2. Quality controls were run,resulting within range. A siemens headquarter support center (hsc) specialist evaluated the instrument data for the sample run on 02/02/2016. The sample was run from a primary tube and did not show any abnormalities on the result monitors. There were no errors on the sample, and based on the data, the reagent and the instrument appeared to be working properly. The original plasma sample was not rerun so it cannot be determine if the entire tube was effected or just the aliquot which was taken. The cause of the discordant, false negative bhgc result is unknown. Siemens is investigating the issue.

Event description:
A discordant, false negative beta human chorionic gonadotropin (bhcg) result was obtained on one plasma patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The patient was taking metformin at the time and did not cease therapy due to the negative bhcg result. A new sample obtained from the patient was tested on an alternate dimension vista, resulting positive for bhcg. A serum sample tube from the patient's initial draw was then tested twice on an alternate dimension vista, also resulting positive. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative bhcg result.